Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was broken and missing the broken part; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor fell off of the customer, and when the customer picked it up, they noticed the cannula was missing. It was reported that the cannula may be retracted. The customer's blood glucose level was reported to be 205.2mg/dl. It was reported that the sensor would be replaced and returned for analysis.